Manufacturer narrative:
(B)(4). The customer reported an unexpected shut down during a pt event. The involved pt died, but at this time, there is no allegation that the device impacted the pt outcome. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.

Event description:
The customer reported an unexpected shut down during a pt event. The involved pt died, but at this time, there is no allegation that the device impacted the pt outcome.